Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading even though caller followed prompts and waited to remove used cartridge, and no previous cartridge alarms were reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received guidance on proper loading technique, successfully loaded replacement cartridge, and resumed insulin therapy, and original cartridge lot number was unavailable.